Event description:
Plaintiff was employed as a registered nurse and wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges developing a latex allergy and as a result, could no longer work around people wearing latex gloves.